Event description:
Healthcare professional reported a suspected rupture on the left side (implant appears flat on top portion). The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: suspected rupture.

Event description:
Healthcare professional later reported left side "appeared ruptured" and "was flipped". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: flipping: unable to observe as it is not related to the device. Rupture-breast: not observed. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a suspected rupture on the left side (implant appears flat on top portion). Healthcare professional reported in the op- left side: "the implant was intact but was also flipped." Healthcare professional reported "appeared ruptured." Device has been explanted.